Event description:
Healthcare professional reported "pain and capsular contracture". Healthcare professional later reported "undulation of the contour, surrounding fluid, multiple cysts, lymph nodes and infection or inflammation". This record is for the right side. Device has been explanted. Device has been returned.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.9, h.3, h.6 device evaluation: per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: ¿ capsular contracture: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (deformation) is found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations.

Event description:
Healthcare professional reported "pain and capsular contracture". Healthcare professional later reported "several simple cystic lesions were observed within the glandular tissue". This record is for the right side. Device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade unknown.